Event description:
New information received states that on (B)(6), 2020 physician performed a neck incision and there was drainage walled off inside the incision however since it was superficial physician felt additional treatment was not required. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-22083; related manufacturer report:1627487-2020-22084; related manufacturer report: 1627487-2020-22085. It was reported that patient experienced swollen area and redness near the neck incision area. Patient has been on antibiotics however the situation has not improved. Patient lab works came back normal. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that infection issue was confirmed.